Manufacturer narrative:
Additional information: section b.7, d.6b. On (B)(6) 2026, the recipient was released from the hospital. The recipient was experiencing sound quality issues. Programming adjustments were made, and improvement was noted. Device testing revealed results within normal limits. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly admitted to the hospital on (B)(6) 2026 for pneumococcal meningitis. The recipient was given a PICC line to start treatment (type unknown). The recipient is not currently using the device.